Event description:
It was reported that during follow-up, this implantable cardioverter defibrillator (ICD) system exhibited a code 1004, indicative of a short circuit condition. The device was also mentioned to exhibit long charge time. The ICD device was subsequently explanted and replaced. The lead is a competitor product. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error code 1004 had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that during follow-up, this implantable cardioverter defibrillator (ICD) system exhibited a code 1004, indicative of a short circuit condition. The device was also mentioned to exhibit long charge time. The ICD device was subsequently explanted and replaced. The lead is a competitor product. No additional adverse patient effects were reported.